Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08710 inches. The drive support disk was inspected and no damage or anomaly noted during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, broken belt clip slot, and scratched reservoir tube window.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer also reported that the emergency medical services came for high blood glucose. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer's blood glucose was 701 mg/dl at the time of hospitalization. The customer's blood glucose was 475 mg/dl at the time of call. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the drive support cap was flush. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.